Event description:
Alleged event: during a gastric bypass procedure the hemolok applier broke off. A little part of the applier fell into the patient; the part was removed. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.